Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 504 mg/dl and 193 mg/dl. Customer injected insulin based on the initial reading of 504 mg/dl and experienced hypoglycemia, results were not provided; was treated by parent. Test cassette is no longer available; meter requested for evaluation.